Event description:
It was reported that during the implant procedure the physician reported getting small r-wave readings from the right ventricular (rv) lead. Physician was also frustrated with the accuread tool as well as the quick twist helix extension tool utilized with the df-4 lead. The lead was repositioned multiple times and lead testing was completed without the use of the accuread tool. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.